Event description:
As reported "the tulip head broke off of a screw during a revision of a broken rod construct causing dr. (B)(6) to have to remove the screw and replace with a new one". As stated via email "to my knowledge, the rod breakage was the reason for the revision".

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval. This MDR occurred during the same event filed with medwatch numbers 9617544-2012-00243 filed for screw malfunction. (B)(4).